Event description:
Excessive linting was coming from the sterile towels from inside the sterile tray. Lint was discovered floating in the sterile saline in the bowl on the tray. Lint was found wrapped around a wire. A product defect form was filed. A product return form was completed. The wire with the lint wrapped around it was sent to medline for evaluation. Photos of lint in the sterile bowl were sent to the rep via email. Manufacturer response for sterile towels, medline angio tray (per site reporter). Manufacturer has both device itself and photos.